Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID: (B)(6). It was reported that the patient experienced intermittent lower back stiffness. Diagnostic tests perf ormed, including a CT scan and x-ray, showed bilateral fractured screws at l4. The adverse event involved a lumbosacral spinal level at l4-l5 levels. The patient was advised to limit activity, MRI was taken, intensity of 3/10, gradual onset, movement gives some relief, but worsened by standing a long time, has some imbalance and was prescribed gabapentin, but her condition remains unrecovered/unresolved. There were no further complications reported regarding the event. Site seriousness assessment classified the adverse event is classified as moderate, with no serious complications. Site related assessment were performed, and the adverse event was assessed as unlikely related to capstone peek spinal system implant and probably related to the posterior supplemental fixation system, tlif grafting material and study procedure - tlif. Sponsor assessments were performed, and the adverse event assessed as not related to procedure, tlif grafting material, and ib fusion device. Possible related to posterior supplemental fixation system. The patient outcome status was recovering/resolving.

Manufacturer narrative:
D4: lot number is unknown h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient also reported cramps in s1 distribution bilaterally, and weakness on the back of calves, toes feels cramping.

Manufacturer narrative:
B3: event date is updated b5: event problem description is updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: event problem description is updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The sponsor assessed the event as not related to the procedure, tlif grafting material, or the ib fusion device but possibly related to the posterior supplemental fixation system.